Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the harmonic ace instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, the teflon pad of harmonic ace instrument fell off. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it is unknown if teflon pad is completely detached from instrument. No fragment fell into the patient, and the instrument/accessory was inspected prior to use with no damage or anything out of the ordinary noted. The surgical task being performed when the issue occurred is unknown. The surgeon did not notice any issues with the functionality of the instrument during the procedure, and there was no collision with other instruments or hard materials.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have melted at the middle, breakage at the side, and dislodgement at the base of the teflon pad. A piece approximately 1.5mm x 0.5mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. The instrument was found to have blade damage(s) along the entire length of the blade. The blade did not have corrosion that would have contributed to the blade damage. The instrument was found to have a blade cracked at the base at one of the mechanical indentations. There appears to be no missing fragments. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).